Event description:
While in surgery of a drill bit tip broke off and the doctor was able to retrieve. Doctor attempted to use another drill bit and it broke off into patient. Doctor could not retrieve the tip of drill bit and it was left in patient. The surgery was delayed 15-20 minutes.